Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shafts, balloon, tip and welds were microscopically examined. There was contrast in the inflation lumen and blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Microscopic examination revealed a pinhole in the balloon .5mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.